Manufacturer narrative:
(B)(4) the reported complaint "needle was found to be still slightly protruding" was confirmed upon investigation of the returned sample. Confirmation is based on the investigation results showing that the device encountered a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. A device history record (DHR) was reviewed; no issue related to complaint was noted. This investigation has determined that device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error unintentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
[Dr] fired the urolift device and needle was deployed. He retracted the needle by double 'pumping' the grey and blue trigger. The needle was still visible in the window though the device was not tethered to the prostate. He moved the end of device off the prostate and noted the endpiece had been deployed and suture cut. On inspection of device end the needle was found to be still slightly protruding. Needle tip was not bent or broken. The patient's current condition is reported as "fine".

Event description:
[Dr] fired the urolift device and needle was deployed. He retracted the needle by double 'pumping' the grey and blue trigger. The needle was still visible in the window though the device was not tethered to the prostate. He moved the end of device off the prostate and noted the endpiece had been deployed and suture cut. On inspection of device end the needle was found to be still slightly protruding. Needle tip was not bent or broken. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)